Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported ¿device will not power on¿ issue was confirmed and replicated during laboratory testing. Thermal damage was observed primarily on the logic board; however, evidence indicates that the initiating cause was the power supply board assembly, which led to an internal short on the logic board. A functional test was conducted on the suspect pc unit in its as received condition; however, the device exhibited no power on response despite multiple activation attempts. Subsequent internal inspection identified thermal damage to the logic board. To further evaluate system functionality, known good laboratory assemblies (the logic board and power supply board) were temporarily installed. Replacement of the logic board alone restored ac mains indication but did not enable system initialization. Full substitution of both assemblies resulted in successful power up, with no irregularities observed during repeated operational checks. Installation of the suspect power supply board into a known-good laboratory pc unit resulted in thermal damage to logic board components u14 and u16. This damage mirrors the failure observed in the suspect device, strongly indicating that the power supply board is the likely source of the failure. An infusion test was conducted on the suspect pcu device after replacing the logic and power supply boards, using a known good pump module set to 100 ml/h for approximately 24 hours. The device operated normally, with no alarms or anomalies observed. An external inspection was performed on the suspect device, and no obvious electrical or mechanical anomalies were found. However, the internal inspection revealed that the logic board, power supply board, and sio board assembly had burned areas. Since the logic board was the most affected, several components were found thermally damaged. The system logs were not provided for this investigation, and due to the damage on the logic board, the logs could not be recovered from the suspect device; therefore, a log analysis could not be performed. The bd alaris¿ system with guardrails ¿ suite mx (version 12.3.2) states the following warnings: the system performs a self-check during power up. The pcu should beep, no errors should occur, and if a module is connected, all led segments should flash. If the system fails the self-check, remove the failing pcu or module from use. If the instrument fails to respond as described in this document and the cause cannot be determined, do not use the instrument. Contact qualified bd service personnel. Technical support, service information, applications, and manuals can be obtained by contacting a bd representative. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.